Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine generator change. Upon interrogation prior to the procedure, it was noted that the right atrial lead exhibited high capture thresholds and a decrease in sensing. It was noted that the patient had recently undergone an unrelated cardiac surgery and it was suspected that the lead may have been damaged during the procedure. On (B)(6) 2019, the lead was capped and replaced. There were no adverse consequences to the patient.